Event description:
A customer contacted beckman coulter inc (bci) regarding falsely low glucose (glum) result generated by the unicel dxc 600i synchron access clinical systems for one patient. A patient sample was tested for glum and a result of 115mg/dl was reported to the emergency room (ER) physician. The physician questioned the result because a point of care glum result of 31 mg/dl was obtained in the ER. The customer re-tested the original sample on a different instrument in their lab and obtained results of 345 mg/dl and 348 mg/dl. The customer then reran the original sample on the dxc 600i instrument and glum result was 341mg/dl. The result was amended. It is unknown if patient treatment was initiated or withheld, but physician questioned the result because point of care testing did not match the lab result.

Manufacturer narrative:
The sample was collected in a lithium heparin tube in the ER. Calibration and qc were acceptable prior to the event. Customer repeated glum testing for several patient samples during this time frame and claims they all matched closely. A field service engineer (fse) was dispatched: the fse replaced the glucose stirrer motor. Bci has requested the motor be returned for evaluation and testing. Though fse replaced parts, the root cause for this event is unknown. A malfunction will be assumed for the purpose of this report. (B) (4).